Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right knee was revised due to instability and a late pcl rupture. There are no allegations against the well-fixed implants. A cr knee construct was revised to an mrh knee construct. The rep provided the revision usage sheet, and may be able to obtain the primary implant sheet, but otherwise confirmed that no further information will be available.